Manufacturer narrative:
The lens remains implanted.  (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor is considering explanting the tecnis toric intraocular lens (iol) implanted in the patient¿s right eye and the tecnis monofocal implanted in the left eye. The patient was complaining of debilitating flickering from fluorescent lights in both the eyes. Doctor did yag (yttrium-aluminum-garnet laser) procedure for some significant pco (posterior capsular opacification) in the left eye, but this did not help. Doctor had to reposition the toric iol once and it rotated again second time. The patient is post laser vision correction in both eyes years ago. Patient did not have any such dysphotopsias until after iol implantation. Additional information was received for right eye and it was learnt that the patient has trouble with fluorescent lighting blinking, it¿s sometimes is better when patient puts glasses on. Patient has also noticed that problems have started with glare especially at night. Explant has not yet been performed. This report will cover information related to the right eye. A separate report will be submitted for the left eye. No further information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.